Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with multiple external devices. In addition, and the ipg was last recharged and used approximately eight weeks ago. A sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace the ipg and therapy was resumed. The exact date of the event is unknown.